Event description:
Information was received that o2 is off on a smiths medical ventilator. No patient injury occured.

Manufacturer narrative:
Device evaluation : one pneupac unit was received for investigation in fair condition. The unit was connected 60psi o2 and the oxygen concentration was tested. The device measured high at o2 concentration min stop setting due to a defective valve diaphragm. Based on the investigation, the complaint was confirmed. No problem source could be identified.